Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported difficult or delayed activation (clip deployment) could not be determined. The reported single leaflet device attachment appears to be due to procedural circumstances. Lastly, a definitive cause for the reported patient effect of tissue damage also could not be determined. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment, single leaflet device attachment, and possible torn leaflet. It was reported that this was a mitraclip procedure to treat the patient with grade four degenerative mitral regurgitation (mr). The first mitraclip was deployed without issue. The second mitraclip was attempted to be deployed, but the clip delivery system would not release the clip. Troubleshooting attempts were performed, and the clip deployed, but a single leaflet device attachment (slda) occurred. The posterior leaflet came out of the second mitraclip. The procedure ended with mr grade 2. It is suspected that there may potentially be a torn leaflet from the slda. There was no clinically significant delay in the procedure. The patient was discharged from the hospital two days after the procedure. No additional information was provided.